Manufacturer narrative:
D10 concomitant products: egia45avm, egia45avm egia 45 artic vasc med sulu. (Lot #p4e0876) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown) sigphandle, sig power sigadaptstnd linear adapter, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hepatectomy, pneumoperitoneum leakage occurred and the product's diaphragm was da maged. The reload jammed at the moment of firing and there was no firing with the 45mm reload used with a powered stapler. The issue was resolved by exchanging materials and replacing the device, allowing the case to be completed. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the obturator was received inserted into the cannula, prolonged insertion can cause the seals to become stretched. The obturator was removed and the duckbill seal was stretched out. The circular seal was disengaged from the seal housing and not received. The cannula, obturator and stopcock appeared intact. Functional testing noted that the device failed the air leak test. The product was shipped back with the obturator inserted in the cannula and therefore the length of time it was inserted during shipment may have also resulted in the stretched seals. It was reported that seal damage and leaks were observed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when contact is made with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.